Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488tc, saint jude lead, implanted: (B)(6) 2001. 0154, boston scientific lead, implant date: (B)(6) 2001. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.